Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011 (B)(4) complaint report was reviewed for the product family of "syringe" and the failure mode of "air bubbles." No adverse trend was identified. No visual defects were apparent on the returned syringe, however during testing, when the piston was fully aspirated back past the 10ml graduation mark (into the non-functional area of the barrel), air was drawn into the syringe past the stopper. Due to the inability of disassembling the syringe without damaging critical areas, the returned syringe could not be dimensionally evaluated. However, the molding retains and inspection records for the identified lots of the syringe barrel component were pulled and reviewed visually and dimensionally. There were no visual or dimensional issues found that could be a contributing factor for the leakage. A potential root cause for the air entering into the syringe may be sink marks in the barrel ID surface located near the finger ring area. This could not be confirmed as access to this area of the syringe cannot be achieved without breaking/damaging the syringe in the area of interest. The molding procedure for the barrel component instructs operators to scrap product molded during the start-up phase (prior to the start-up inspection approval). A review of the two lots of barrel components associated with the syringe sample showed there were machine re-starts for these molding runs. It is possible that the syringe barrel from the complaint sample came from the start-up phase from one of the machine re-starts, potentially yielding a barrel with a sink in the ID. Multiple process controls exist on both the syringe components and finished good assemblies. These include dimensional inspections of all device components, and air leak testing of finished assemblies. (B)(4).

Event description:
As reported by (B)(4) distributor in the (B)(4), during a pci procedure the 10ml syringe packaged within the convenience kit was noted to be aspirating air. It was exchanged for another syringe, and the procedure continued. No air was injected, and there was no pt injury. The used device has been returned to (B)(4) for evaluation.